Event description:
It was reported that after multiple low power alerts and a low power alarm, which were not addressed by charging the device, the pump shut down due to insufficient battery power. The customer's blood glucose level was impacted (elevated).

Manufacturer narrative:
The product has not been returned for eval. Should additional info be received a supplemental form will be completed.